Manufacturer narrative:
H3: analysis of the axium coil revealed that the axium implant coil pushwire was found to be kinked at ~165.0cm from proximal end. The implant coil was found to be stretched within and out of introducer sheath. The coil was unable to be pushed out from within the introducer sheath for further evaluation as it was found to be stuck within the introducer sheath. All other subassemblies appeared to be normal, and no other anomalies were observed. The axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Based on the device analysis and the reported information, the customer¿s report of ¿pusher kink/damage¿ was confirmed as the axium pusher was found to be kinked; however, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil was stuck in the middle of the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ruptured right posterior inferior cerebellar artery aneurysm with a saccular morphology. Aneurysm dimension: max diameter 6 mm and neck diameter 4 mm. The patient¿s blood flow was normal and vessel tortuosity was minimal. The treatment plan was a stent placement plus a coil embolization. The catheter was sent to the distal end of the posterior inferior cerebellar artery and the microcatheter was inserted into the aneurysm. The axium coil was hydrated and sent into the microcatheter. When delivered into the microcatheter, the surgeon indicated that there was resistance and was difficult to push. After withdrawing the coil, it was found that the proximal push rod of the coil was kinked. Then coil was replaced and the procedure was completed. There were no patient symptoms or complications associated with this event. Additional information was received that the cause of the resistance was not determined.